Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that about 3-4 months ago they noticed the feeling the stimulator was "going off in their back", almost like it goes on and off in their shoulder, from their shoulder to their ins. Pt said they have had no other medical tests or procedures and no falls or traumas. The patient was redirected to their healthcare provider to further address the issue. Attempted to warm transfer to sunmed (lost stolen vendor) call disconnected. During call back pt added they recall therapy was already turned off before the control equipment was stolen and they noticed the sensation of stim from their shoulder to their ins. Pt asked if therapy is off why do they feel sensation. Agent reviewed medtronic as manufacturing company and redirected pt to their doctor. Pt said they would call sunmed when they had time to call.